Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties, as the implantable pulse generator (ipg) could no longer hold a charge. The patient underwent a procedure in which the ipg was removed and replaced with a new alpha device. Postoperatively, the patient is recovering well. The explanted device will not be returned, asrd stimulation (scs) system was explanted and subsequently replaced due to inadequate s it was not released by the facility. Additional information confirmed the lead in the spinal costimulation.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 19111117. UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads. Upn: m365sc8216700 model: sc-8216-70. Serial: (B)(6). Batch: 19111117. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced charging difficulties, as the implantable pulse generator (ipg) could no longer hold a charge. The patient underwent a procedure in which the ipg was removed and replaced with a new alpha device. Postoperatively, the patient is recovering well. The explanted device will not be returned, as it was not released by the facility.